Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in november 2024. H11: seven (7) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations consisted primarily of fibers, dark spots, cosmetic imperfections, and one instance of kinked inlet tubing. Findings included fibers on the inlet packaging, dark spots on the packaging and white connector, and embedded cosmetic imperfections on the exterior surface of the inlet tubing. Overall, the observations were isolated, and cosmetic in nature, with findings limited to external surfaces and packaging components. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty one (31) exactamix non-vented high-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.